Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported suspected thrombus and driveline infection as well as a direct correlation to the heartmate 3 lvas, serial number: (B)(6) could not conclusively be determined through this evaluation. The submitted controller and lvad log files contained no abnormal events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No product is available for investigation. The hm3 lvas instructions for use (IFU) lists pump thrombus and driveline infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also outlines all pump parameters and explains that any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. In addition, the IFU contains information regarding the recommended anticoagulation therapy for patients using the device. This document further instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow prior to advancing the inflow cannula and to address both as needed. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 01may2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with driveline infection on (B)(6) 2021. The echocardiogram from the day prior noted low flow through the inflow cannula. There was concern about thrombus, but it was never confirmed. There were no changes to the patient condition or anticoagulation status that may have contributed. The speed was decreased to 5400 rpms, but it was for offloading of the left ventricle. The patient was stable and did not have any symptoms. A driveline debridement with intravenous antibiotics was done and wound vacuum-assisted closure was placed. The log file review did not capture any low flow alarms. The log file only captured routine power cable disconnect events. The device operated as expected.